Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was implanted into the patient that was beyond the use before date. The ICD remains in use. No patient complications have been reported as a result of this event.